Event description:
It was reported that during follow up, low sensing and high threshold was observed on the atrial channel. Fluoroscopy showed a dislodgement of the lead. The lead was repositioned. The patient's condition was good.

Manufacturer narrative:
(B)(4).